Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level in the 600's mg/dl, and a loss of consciousness. The customer alleged that the pump was not delivering insulin properly. Pump data review with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not functioning properly. Additionally, contact reported that customer has sepsis and believes this contributed to the elevated bg level. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, and fluids of saline, as well as being put on a ventilator. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. Pump data review by tandem technical support confirmed the pump was functioning as intended.